Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the system was running very slowly. A technical support specialist verified device has schedule update/reboot in remote smart service and it was also non-compliant on both anti-virus and windows server update services. Tss reached out to the customer to schedule a remote troubleshooting session, but the customer responded, indicating no further complaints had been reported, the station was functioning well and no longer experiencing slowness. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis medstation es, the pyxis was running very slow. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis was running very slow. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.